Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the clamp of the bd phaseal¿ secondary set drip chamber c60 didn't fully engage and caused product to leak, as well as having issues with occlusions in the pump. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: as neither a sample nor a lot number were provided for evaluation, a complete investigation consisting of a sample analysis and a production history review could not be performed. The reported product is manufactured at a subcontractor location with the connector component manufactured within bd. During the connector molding and assembly process, regular inspections are performed to detect faulty product. Investigation conclusion: one complaint was sent to the subcontractor. Based on the information provided the manufacturer cannot established the root cause.

Event description:
It was reported that the clamp of the bd phaseal¿ secondary set drip chamber c60 didn't fully engage and caused product to leak, as well as having issues with occlusions in the pump. There was no report of exposure, injury, or medical intervention.